Manufacturer narrative:
Novocure medical opinion is that the contribution of the arrays to the allergic reaction cannot be ruled out. A risk factor for hypersensitivity in this patient includes concomitant ramucirumab (hypersensitivity reactions, and other dermatological issues such as rashes, erythema, and skin toxicities are listed among the most common adverse reactions source: ramucirumab prescribing information). Hypersensitivity was not reported in the pivotal ef-24 clinical trial for optune lua treatment for nsclc. Hypersensitivity has been reported approximately 395 times in the commercial program to date, 9 if which were and related to device use. One case was reported for a non- small-cell-lung cancer patient.

Event description:
A 75-year-old male patient with non-small cell lung cancer (nsclc) started optune lua therapy on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced skin irritation, described as blisters and burns, attributed to the use of the ite arrays. Later that same day, additional information provided by the patient's daughter indicated that the patient had an allergic reaction and was treated with oral diphenhydramine. Wet towels were also applied to the torso to help alleviate the burning sensation. Images provided showed diffuse, elevated hives accompanied by mild to moderate erythema on the front and back torso, right thigh, and left arm. On (B)(6) 2025, the patient's daughter reported an improvement in the patient's condition and stated that a healthcare provider (hcp) had prescribed oral steroids. However, on (B)(6) 2025, novocure was notified that the patient had discontinued optune lua therapy due to skin toxicity issues. Several attempts were made to contact the prescribing physician with no reply.